Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was "slightly bent" when pulled out of the packaging. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.